Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the catheter was cut during another spinal surgery. Per the reporter they were going to the or (operating room) to assist in splicing it back together. No patient symptoms, drug or outcome was reported. Additional follow-up was being conducted to obtain the information. If additional information is obtained a follow-up report will be sent.